Manufacturer narrative:
Information received by medtronic indicated that the insulin pump had software error. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had software error. Customer stated that they were able to clear the alarm and able to rewind the insulin pump. Insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.